Manufacturer narrative:
No service on the ventilator has been requested. Provided ventilator logs did not include the reported event date. Additional information from the user facility stated that a heat and moisture exchanger filter (hme) of unknown brand was used and connected to the expiratory side on the patient´s circuit. The hme filter has been extremely wet. The reported alarm for high peep along with information about a clogged filter indicates an increased expiratory resistance in the patient¿s breathing system. At high expiratory resistance, patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to that the peep value is higher than the preset and can also cause that the pressure constantly is so high above peep that an alarm for high continuous pressure is generated. The conclusion is that the described error was caused by a clogged filter and not a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during treatment, the ventilator alarmed for high peep (positive end expiratory pressure) and could not ventilate the patient properly. There was no patient harm. (B)(4).